Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported a skin irritation while wearing the lifevest. The skin irritation was described as a wound to the patient's chest. The patient's nurse applied a bandage to the wound. There is no alleged device malfunction. Follow up was attempted, but unsuccessful. The patient ended use of the lifevest.